Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and the complaint issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Joystick shuts down on the user.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick shuts down on the user.